Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 implantable tachy lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that there was noise resulting in oversensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.